Event description:
On (B)(6) 2015, skeletal kinetics received an email from a sales rep indicating that there had been venus uptake of our product during an injection plasty procedure in the knee area. A complaint file was opened. Through further communication with the site, we received x-rays and fluoroscopy images of the knee area. A written radiographic interpretation indicated a lesion in the popliteal artery and femoral vein.